Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), the physician felt that the right ventricular (rv) port was very "tight". All lead measurements were normal and the device system was successfully implanted. No adverse patient effects were reported. The device remains in service.